Manufacturer narrative:
Device lableing single use or reuse.

Event description:
Info rec'd from another country affiliate. Info rec'd indicates a pt was seen by an eye care professional and diagnosed with a corneal ulcer in 2006. The pt had the following symptoms in the left eye three days before, redness, foreign body sensation and white discharge. The pt was treated with levofloxacin. The eye care professional reporting this event said the pt was instructed to wear lenses 5 days a week for 9 hours a day. The eye care professional reported the pt had been wearing lenses 15 hrs a day and had worn lenses overnight several times. The pt was referred to a dr at the hosp for treatment. The pt was not hospitalized. The pt's corneal ulcer responded to treatment and the ulcer has healed and reepithelialized. The pt has returned to contact lens wear. We were told the ulcer was not cultured. We were unable to obtain info on the location of the ulcer. As we are unable to rule out this injury was an infectious corneal ulcer, this is being reported as a serious event.